Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultra2 meter powers off during use. The patient's diabetes is managed with insulin-no adjustments. The patient claimed that he obtained a blood glucose reading of "30 mg/dl" and received IV glucose treatment from the emergency medical services due to the power issue. According to the troubleshooting performed with customer service, the power issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for hypoglycemia as a result of the power issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k #k053529.